Event description:
Facility alleged that the head up function was not working. No injury reported.

Manufacturer narrative:
Technician found the valve was failing, causing the head up function not to work. Replaced the valve to resolve this issue.